Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the syringe module was alarming for lipids when there was nothing to indicate that it should. There was no information on patient involvement and impact.

Event description:
It was reported that the syringe module was alarming for lipids while attached to a patient. There was no patient harm.

Manufacturer narrative:
Correction : date of event, describe event or problem, concomitant med prod data, other occupation, imdrf annex e and f codes.

Manufacturer narrative:
Additional information : imdrf a and g codes.

Event description:
It was reported that the syringe module was alarming for lipids when there was nothing to indicate that it should. There was no information on patient involvement and impact.